Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the two batteries were not returned for evaluation. Log file analysis revealed that the batteries discharged as expected when in use. Controller log files also revealed an instance in which the battery (B)(4) that had depleted to 24% would increase to 25% after the controller switched to the secondary power source. The increase in capacity is likely the result of the controller normally switching to the secondary power source after the primary power source depletes below 25%, which decreases the load on the battery. The battery capacity display on the controller and battery is intended to light two (2) led indicators for capacities between 25-49% and one (1) led indicator for capacities below 25%.as a result, the reported event regarding the controller battery capacity indicators was confirmed. Based on the available information, a possible root cause of the reported increase in led lights on the controller can be attributed to a battery going from 24% to 25% capacity after the controller switched to the secondary power source. Additional products: heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2020 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: yes. Mfg date: 07-sep-2019. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while two batteries were in use, the indicator of battery one showed one bar, and the main power source subsequently switched to the second battery. However, after switching, the indicator of the first battery began showing two bars. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for an update to the device evaluation. Product event summary: the two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the devices passed functional testing and visual inspection. Additional products: d4: serial or lot#: (B)(6) d10: yes, return date: 10-feb-2020 dev rtn to MFR? Yes h6: FDA method code(s): 10 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.